Event description:
New information received indicates that the pacemaker was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The reported event of unexpected mode switch was confirmed. The device was received in backup mode. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated elevated current drain, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Correction: the correct event description in b5 should have been 'it was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker a backup vvi mode. No intervention was performed. There were no patient consequences.' Instead of 'it was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker a backup vvi mode. Programming changes were made. There were no patient consequences.' H6 - health effect impact code should have been '2199 - no health consequences or impact' instead of '4641 - unexpected medical intervention'

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker a backup vvi mode. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction: the correct event description in b5 should have been 'it was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker a backup vvi mode. Backup vvi mode was resolved through programming changes. There were no patient consequences.¿ instead of ¿it was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker a backup vvi mode. No intervention was performed. There were no patient consequences.'

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker a backup vvi mode. Backup vvi mode was resolved through programming changes. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker a backup vvi mode. Programming changes were made. There were no patient consequences.